Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the tip of the device broke off and fell into the pt. The physician retrieved the part from the end of the flexible endoscope. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.